Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: this supplemental mw is being submitted as a retraction of the initial report MFR report number 0002023141-2023-02343, which was found to be a duplicate of the same event already submitted under MFR report number 0002023141-2023-02602 on 21-sep-2023. No additional reports will be submitted under MFR report number 0002023141-2023-02343. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. H11: corrected data was updated.

Event description:
This report is being submitted to retract the initial report, MFR report number 0002023141-2023-02343 as this event has already been submitted and is a duplicate of MFR report number 0002023141-2023-02602 that was submitted on september 21, 2023.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported the patient went for implant follow up and it was noted that the soft tissue around the area was red, swollen and tender at implant tooth site #20. The x-ray showed radiolucency indicating bone loss around the implant. The patient had developed infection/abscess with bone loss with associated inflammation. The patient was given clindamycin 150 mg. The implant was removed, the area was curetted, the socket was irrigated with chlorhexidine and a dressing was placed.